Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The mep13 probe was received on 3/12/2018 and investigated on 3/27/2018. Device showed evidence of use in a procedure. The probe was connected to a holster for functional evaluation. During initialization, breast tissue was transported to the sample management cup. Using a medium, samples were obtained as designed. At this time, the customers holster has not been received for investigation. Without investigating the customer holster and the complaint device together, a root cause cannot be confirmed. The customer comments regarding the hypoechoic area being "blown up" are not an alleged adverse event. An increase to the hypoechoic area may occur in the presence of subdural bleeding. This is not an adverse event and a known side effect as stated on page 4 of the product IFU. "Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, pain and tissue adherence to the biopsy probe while removing it from the breast. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast". No patient consequence is reported. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that the patient had 2 lesions. No problem occurred on the 1st target and no tissue samples acquired on the 2nd target. The doctor found following strange image on 2nd target when aperture opened. *hypoechoic area blown up when air may come in breast *it seems like bleeding. Device is available for return. No patient complications.